Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that the insulin pump settings were incorrect and needed updating. Customer has moved to a new city and does not have a hcp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.